Event description:
It was reported that during a device check in september 2020, threshold and sensing tests revealed low amplitude p-waves and ra noise with oversensing on this right atrial (ra) lead. A device check in january 2021 revealed farfield signal oversensing. Continued ra noise with oversensing was noted again in may 2023, and ra lead evaluation was recommended. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).